Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4)

Event description:
It was reported that the patient presented to the clinic after receiving shocks due to dislodgement of the rv lead. During repositioning, the helix was retracted; however, upon extending the helix, only half of the helix was released from the helix housing. After the lead was explanted and replaced, a white ring around the helix housing was observed. No patient symptoms were reported.